Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom an 'does not recognize that door is open' was confirmed through the event history log. Evaluation revealed that the upper link switch was damaged and determined to be the failed component. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize the door was open. There was no patient involvement. No additional information is available.